Event description:
An outpatient was scheduled for a CT scan. An IV was started in the right antecubital vein. The pt was then connected to a stellant d injector and the extravasation detector (xds). There were no issues with the IV at the start of the injection. The IV was fine during the saline test injection and the subsequent contrast injection. The technologist left the room for the scan to start. No complaint from pt. When the technologist went back into the room after the CT scan was complete, there was a lump under the pt sensor. The site reported that the extravasation was approximately 20-30ccs of saline that occurred during the saline flush (last injection phase), because the CT images were fine. The customer reported that the xds did not detect the saline flush extravasation. The pt was discharged with instructions to apply heat and ice. The pt did not require any further treatment.

Manufacturer narrative:
Medrad service went to the site to check out the stellant injector and the xds. No issues were found with the stellant injector. Testing of the extravasation detector's scan room module determined that the product did not pass all functional testing, so the scan room module was returned to medrad for further analysis. A follow-up report will be submitted, once the final investigation is complete. Additional application's training was performed with the CT staff.